Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported that the customer is unable to scan drips.¿ could not be confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the customer is unable to scan drips. No patient impact.